Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2022 and an absorbable adhesion barrier was used to cover the entire uterus. On (B)(6) 2022, adhesive strangulated ileus occurred and laparoscopic adhesiolysis was performed. When the surgeon checked the site of adhesion, the uterus and small intestine were adherent. A competitors' product was used to suture during the initial procedure. When checked, it was confirmed that the suture came out a little and the surgeon opined the suture might be the cause. The surgeon further opined that the causal relationship between the absorbable adhesion product and the event is unknown, but adhesion occurred despite the use of the product. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: procedure date: (B)(6) 2022. Event date: (B)(6) 2022. Patient¿s initial: unk: (B)(6). The patient is a 35 year-old female. She weighs 42 kilos and her height is 150 centimeters. Current status of the patient: the patient has been discharged from the hospital. Progress: on (B)(6), the patient underwent laparoscopic myomectomy, but ileus occurred on (B)(6), and laparoscopic adhesiolysis was performed. The patient was discharged from the hospital and is now doing well. Health injury details: strangulated ileus. Treatment details: laparoscopic adhesiolysis was performed under general anesthesia. The procedure time was 38 minutes. Because a trocar was inserted from the wound created at the previous surgery performed on (B)(6), there was only one new wound of the trocar. The was subsequently hospitalized for 7 days. Treatment plan: none. Seriousness: non-serious (moderate/minimal). Reason of the seriousness: adhesiolysis was performed, but enterotomy was not necessary. Product use details: at the end of the surgery, 1 product was applied to cover the anterior to posterior side of the uterus. At that time, the product was used without cutting. Surgeon¿s comment: the causal relationship between the product and the event is unknown, but adhesion occurred despite the use of the product. Other contributing factor: none. Medical history: none. Allergic tendency and smoking habit: none. Additional info: when the surgeon checked the site of adhesion, the uterus and small intestine were adherent. When the sales rep asked about a suture which was used for suturing, the surgeon said that the baseball suture was done with a competitors' product, and the suture did not come out. However, when the sales rep checked it, it was confirmed that the last part of the suture came out a little. The sales rep told the surgeon that the competitors' product is made from monofilament and compared to strata fix spiral, the angle is tight and the suture is hard. Then, the surgeon said the suture might be the cause. Other contributing factor: none. The surgeon commented that the suture might be the cause. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/09/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The patient is a 35 year-old female. She weighs 42 kilos and her height is 150 centimeters. Patient¿s initial is ym. Please confirm the date of the index surgical procedure. The previous procedure date was on (B)(6) 2022. The diagnosis and indication for the index surgical procedure? Fibroid. Were any concomitant procedures performed? On (B)(6), the patient underwent laparoscopic myomectomy, but ileus occurred on (B)(6), and laparoscopic adhesiolysis was performed. What symptoms did the patient experience following the index surgical procedure? Onset date? Ileus occurred on (B)(6). Other relevant patient history/concomitant medications? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic myomectomy. Was meticulous hemostasis performed prior to use of product? Unknown. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate)? Unknown. Did the interceed come in contact with heme prior to use? Unknown. How was the product applied? One layer? Wadded? He applied it from the front to the back of the uterus. What suture was used to close the uterine incision? (For instance, silk suture is much more reactive than other sutures to the surrounding tissues)? V-loc was used. Was there excessive tissue desiccation (cautery use) at the site of interceed application?unknown. When and how were the adhesions confirmed? Unknown. Were pre-existing adhesions noted during the procedure? No. What is the location and severity of the adhesions? Adhesion was between small bowel and uterine. Severity was unknown. Please describe any surgical intervention required including the date and results. Laparoscopic adhesiolysis was performed on april 6 but didn't but the intestine was not resected. What is the relationship of adhesions to the device implanted? The thread used for suturing was v-loc no. 0, and baseball suture was performed. At the sutured part, it was confirmed that the thread had come out a little. Therefore, doctors believe that this suture may be the cause. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that the causal relationship between the product and the event is unknown, but adhesion occurred despite the use of the product. What is the patient's current status? Laparoscopic adhesiolysis was performed and the patient was discharged from the hospital and is now doing well. Product lot number? Unknown.